Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated episodes of inappropriate mode switching was observed on the device.

Event description:
During a remote follow-up, oversensing due to double counting of p-waves was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.